Manufacturer narrative:
Tandem territory manager reported that the customer declined pump training. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 600 mg/dl at its highest). Insulin injections were used to address the bg level. The customer did not think that the pump was delivering insulin properly. The customer had not received any alarms or malfunction notifications that indicated a problem with insulin delivery/performance. The customer reverted to using another therapy to manage diabetes.